Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not connect to the remote control or the clinicians programmer. It was also noted that the patient was experiencing shocking sensations after a non-device related back surgery. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
The returned ipg was analyzed and an internal electrical test revealed excessive current leakage due to asic (application-specific integrated circuit) u3 damage. The database analysis of the battery discharge revealed signs of premature battery depletion. With all the available information, boston scientific concluded that the reported event was confirmed. Device communication could not be established due to a damaged asic u3. The source of the reported shocking sensation could not be determined as the device was not functioning. Exposing the ipg electronics to high voltage transients could caused the electrical short within the asic u3. Based on the signature of the damage, ipg was most likely exposed to electrocautery during the back surgery. It could not be determined if electrocautery was used during the non-device related back surgery.

Event description:
It was reported that the patients ipg would not connect to the remote control or the clinicians programmer. It was also noted that the patient was experiencing shocking sensations after a non-device related back surgery. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will be returned.